Event description:
A user facility¿s administrative specialist reported that a fresenius dialyzer filled partially with blood during a patient¿s hemodialysis (hd) treatment. Multiple attempts were made to contact the customer to obtain additional information related to the reported event. No additional information was provided. The issue was submitted as a reportable dialyzer blood leak based on the reported information. During investigation, the manufacturing facility reviewed the provided photographs and was able to determine the issue was a filling issue where only half of the dialyzer filled, not a dialyzer blood leak. There was no report of blood loss, patient serious injury or adverse event. It is unknown if the complaint device is available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Additional information: b1, b5, h6. Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. However, two photographs were provided by the customer. The first photo shows a dialyzer connected to the machine where the fibers are streaked (red and white) which is indicated of an inadequate fill. The second photo shows the same dialyzer from the other side where streaked fibers are visible. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported filling issue event based on the provided photographs. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility¿s administrative specialist reported that an internal dialyzer blood leak occurred during a patient¿s hemodialysis (hd) treatment. The patient¿s estimated blood loss (ebl) is unknown. It is unknown if the complaint device is available to be returned to the manufacturer for evaluation. Multiple attempts have been made to contact the customer to obtain additional information related to the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.